Event description:
It was reported that frequent occlusion alarms occurred with their pump. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up, and no additional information was received regarding the outcome of the event.